Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 27.5 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient had a magnetic resonance imaging (MRI) performed and when the pump was checked more than 2 hours post MRI and 45 minutes later it had not recovered from a motor stall. The caller stated that the pump alarm would most likely be silenced and the patient would be coming back the next day to confirm the stall recovered. No symptoms were reported. No further complications have been reported as a result of this event.